Event description:
It was reported that the same generator pouch was used however the lead was placed on the opposite side. The patient was continent. The doctor stated that 'after review of reported event the above information is incorrect. Family has not notified our office of any problems. I spoke with daughters today and the frequency was adjusted and he is doing well.' Regarding to the doctor's statement, it was unclear which 'reported event' the doctor referred to.

Event description:
Additional information received reported that the lead possibly migrated and the implantable neurostimulator (ins) had depleted; both devices were replaced on (B)(6) 2012. It was unknown if the devices were to be returned. The original, potentially migrated, lead was not functioning. Once the new lead was placed, it was tested and an appropriate sensory and motor response were obtained. The new ins was implanted successfully. The patient tolerated the procedure well and was taken to recovery in stable condition. Patient outcome: patient recovered without sequelae.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation from their implantable neurostimulator (ins) which began a few months ago. Since that time, the patient visited with her urologist where it was determined that there was an issue with the lead. The entire ins system was subsequently replaced. Since the replacement, the patient had gone from getting up 3 times during the night to only once a night. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information received reported that the implantable neurostimulator (ins) battery was at 25% efficiency but they still rep laced the entire system because, the lead was disconnected from the ins.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead: model 3889-28, lot# v263404, implanted: 2009 (B)(6), explanted: 2012 (B)(6), programmer: model 3037, lot#, serial# (B)(4). (B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v263404, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead. Product ID: 3058, serial #(B)(4), product type: electrical implantable stimulator.

Event description:
Additional information was received from a consumer. It was reported that they thought the wires were not wrapped properly around the nerve and it was not stimulating the nerve because it was not in there properly; once they put a new one in, it was better. The patient had a replacement of the ins and at that time they found the electrodes were dislodged from the nerve. No further complications were reported/anticipated.